Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after dental implant was installed in intraoral region 10#, its non-osseointegration was observed. In addition, 20 ncm of primary stability was achieved and the patient presents bone type I.